Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was shutting down autonomously. A field service engineer replaced the control board of the matrix drawer and power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system experienced a power supply error, causing the machine to shut down. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.